Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced sever hyperglycemia and diabetic ketoacidosis. Customer blood glucose value was 365 mg/dl and large urine ketones at the time of the incident. The customer stated that ketones negative at 1500 with blood glucose 296 mg/dl. Episode resolved at 2119 with blood glucose 164 mg/dl and negative urine ketones. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.